Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shutoff while the battery indicated charge was remaining. At the time of the event, low battery alerts and shutdown alarm occurred prior to pump shutting off. Customer's blood glucose (bg) for the first event was not provided. Bg was elevated (value not provided) during second event and customer used an insulin pen to address bg. Customer reverted to using an alternate method of insulin therapy.